Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had a speaker error. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the issue and replaced the (453564238621, ms_x2 assy cbl x2/mp2 speaker assembly) to resolve the issue. The device was operational after repair was completed.

Event description:
It was reported that the device had a speaker error. It is unknown if there was still sound coming from the device. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.